Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the esophagus and upper part of the stomach during an endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device was bent forty five percent at the base of the balloon. The procedure was completed with another maxforce tts dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Problem code 2981 captures the reportable issue of distal tip bent. Investigation results: a visual examination of the returned complaint device confirmed that the distal end of the catheter was bent. A small indentation was also noticed near the balloon hub. No visual defects noted on the balloon. Functional evaluation was performed and the balloon was inflated without problem; there were no leaks, holes, pinholes noted and the balloon was able to hold pressure. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce tts dilatation balloon was used in the esophagus and upper part of the stomach during an endoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the device was bent forty five percent at the base of the balloon. The procedure was completed with another maxforce tts dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.